Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing as the drainage bag luer adapter was broken. There was proteinaceous debris observed in the interior and exterior of the device. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the knob broke when the staff detached the bag and poured out the liquid. According to the report, there was no injury to the patient. It was later confirmed that the connector from the system to the drainage bag was the piece that broke and not the knob.